Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, a patient experienced and inflammatory response of both eyes following lasik treatment. The routine postoperative drop regimen was followed and the patient is seeing well. Additional information received; the patient is doing well and has fully recovered. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be identified conclusively. According to the provided information the patient fully recovered therefore there is no indication for a product problem which (might have) caused or contributed to the reported event. Contributing factors are sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).